Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to place the first band, there were three bands deployed all at once. When an attempt was made to deploy another band, "the banding device locked up." They tried to proceed with the deployment but found the device remained non-functional. Another speedband superview super 7 was used and the procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy.